Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on the rim of the reservoir compartment. The customer¿s blood glucose level was 131 mg/dl. The customer stated that the reservoir was not able to lock in place. The product will be returned for analysis.